Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred and the tubing would not fill with insulin when the cartridge was changed. The cartridge and infusion set were changed to address the event. Customer's blood glucose ranged from 250-300 mg/dl.